Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that before use of the bd syringe luer-lok¿ tip there was an issue with scale marking missing on the syringe. The following information was provided by the initial reporter: I have found some faulty bd 1ml luer lock syringes with no markings on them.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd syringe luer-lok¿ tip there was an issue with scale marking missing on the syringe. The following information was provided by the initial reporter: I have found some faulty bd 1ml luer lock syringes with no markings on them.